Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Malfunction hazard/cord; detached, unraveled, coming apart, tampons missing cord [device physical property issue]. Case narrative: consumer reported via email that the tampons are missing the cord. No injury was reported.